Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.50/+1.50/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was explanted; and on this same date a replacement lens of longer length lens was implanted and this resolved the problem.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).